Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was completed due to locking caps from t10-t12 found loose post operatively.